Event description:
Customer was using this product as a trial to see if they wanted to change. Clinical nurse specialist states the valve would pop off and when this happened it leaked. There was no patient harm reported and no medical intervention was required. Customer stated that no additional patient or event details are available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Method: no available code for pending investigation.